Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The malposition of the device could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It appears that a needle to cull miss may have occurred; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture came out with the formed knot when the needle plunger was removed after deployment of the prostyle device. The sutures of a new prostyle device were successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.